Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
Per investigation results, it was found that the bur broke at the tip during the procedure. All pieces were returned.

Event description:
Per investigation results, it was found that the bur broke at the tip during the procedure. All pieces were returned.

Manufacturer narrative:
Alleged failure: the bur fell out of the socket, could fix (B)(4) case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a manufacturing issue with the weld penetration. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.